Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (loud pop/will not power on) was confirmed. Upon evaluation, there was extensive damage to several components on the c/a (computer/analog) board and defibrillator board. Multiple power supplies were shorted (5v, -5v, 5.4v) (1.8v, 3.3v in pld). Components u10003, r689 and r684 were open on the ca board and components q9 and q701 were damaged on the ca board, component d22 was shorted and u15, u16, u17 and u18 were damaged. The cause for the inability to power on is the extensive damage. The cause for the damage is high current. The cause for the high current is a broken lead on high-voltage capacitor c22 on the defibrillator board. The root cause for the broken leads on c22 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on 11/16/2012 and is currently under review. No adverse event resulted from the broken lead on c22. The pt received a replacement monitor.

Event description:
A (B)(6) female pt contacted zoll customer support to report that she heard a loud pop coming from the monitor. The monitor then would not power on. The pt was issued a replacement monitor.